Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode. After downloading the product code normal function resumed.

Event description:
It was reported that during interrogation the pulse generator exhibited backup vvi mode. The device was still in the shipping box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.